Manufacturer narrative:
The cmos battery is a widely used type of battery used to hold the date, time and system setup parameters. The cmos battery is used in the laptop computer for monitoring css console operation. The cmos battery is a disposable part, and eventual failure is not an unexpected event. Instructions for replacement are provided in the css user's manual. This alleged failure mode poses no risk to the pt because the computer is a monitoring device only and does not control the ability of the css console to continue to perform its life-sustaining functions. Syncardia has completed its evaluation of this complaint. This file will be closed upon replacement of the cmos battery.

Event description:
Customer reported that while performing a routine console checkout, the "cmos battery error" message had appeared on the computer screen at initial power-up. The customer verified that after resetting the date and time and the computer power was cycled off and on, the message did not appear again. The cmos battery will be replaced for customer satisfaction. Other than the date and time, no other change in functionality of the monitoring computer occurred. The computer monitoring and display performance was not affected. This alleged failure mode poses no risk to a pt because it occurred during a routine console checkout and was not supporting a pt. In addition, the computer is a monitoring device only and does not control the ability of the css console to continue to perform its life-sustaining functions.